Manufacturer narrative:
Patient¿s height reported as (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a cannulated screwdriver broke while inserting 2.4 headless compression screw. The issue occurred during a intercarpal fusion surgery on (B)(6) 2017. The tip broke into fragments and the surgeon was able to recover all the broken pieces out of the patient¿s body without any additional intervention. The procedure was completed successfully with the aid of a different screwdriver. There was a surgical delay of 30 seconds to get the other screwdriver. The patient status is reported to be fine. Concomitant device (s) reported: 2.4 headless compression screw (unknown part and lot number, quantity # 1), guide wire (unknown part and lot number, quantity # 1), handle with quick coupling (unknown part and lot number, quantity # 1). This report is for one (1) cannulated stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed for part no.: 03.226.004, lot no.: l167046: manufacturing location: (B)(4), release to warehouse date: 23.dec.2016: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed for the subject device. Device condition: the cannulated driver (part 03.226.004, lot l167046, mfg 23.dec.2016) was received at us customer quality (cq) with a broken distal tip. The break is roughly transverse through the 2.45 mm diameter section. Fragments were not returned. General wear marks are present over the entirety of the device including fading on the etch. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned broken. Lot number review: the material, and material properties of the returned part were determined to be conforming at the time of manufacture based on review of the DHR(s). Drawing review: relevant drawing(s) was reviewed. Dimensional analysis was completed, the inner diameter of shaft at the distal end was measured and is within specification based on relevant drawing. The outer diameter of shaft at the distal end was measured and is within specification based on relevant drawing. Conclusion: the complaint condition is confirmed as the device (part 03.226.004, lot l167046) was received broken. A device inspection, device history record review, drawing review, and dimensional analysis were performed as part of this investigation. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being over torqued) which lead to breaking. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.